Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 72 mg/dl. It was also stated by the diabetes educator that the customer has mental and substance abuse issues, and is not a good candidate for the insulin pump. During the hospitalization it was stated that the customer was on an insulin drip, but once he went back on the insulin pump he experienced low blood glucose levels. In addition, it was stated by the diabetes educator that the customer had been using the insulin pump to deliver other medication besides insulin.